Manufacturer narrative:
Sample is available for investigation, but has not been received yet. If sample or lot# are received, a follow-up report will be sent.

Event description:
The event is reported as: the staples would not load (stuck) during a procedure. No patient injury reported.